Event description:
Reporter stated that a non-diabetic child was tested, using the compact plus system, with back-to-back blood glucose results of 20.1 mmol/l and 4.8 mmol/l. Reporter did not indicate if patient was treated based on these values. No adverse event was reported. The manufacturer requested the return of the suspect product and replacement product was shipped.

Manufacturer narrative:
Event occurred in (B)(6).